Event description:
Approximately 3 months and 25 days post implantation of a sapien valve, the patient underwent a valve-in valve procedure due to worsening pvl. The second sapien was placed 60:40 aortic/ventricular and the pvl was reduced from moderate-severe to trace-mild; there was no central aortic insufficiency (cai). As reported, post deployment of the first valve in a 70:30 a/v position, there was moderate pvl. The valve was post-dilated with an additional 1cc of contrast. Transesophageal echo (tee) showed the pvl had improved; however, on the pre-discharge echo, pvl was noted to be 3+. The patient continued to do poorly and on her 1-month follow up, tte revealed moderate to severe ai. At that time the decision was made to implant a second valve. It was noted on the intra-procedural tee that the patient had both pvl and ar. The native aortic annular diameter was measured at 370mm2 by CT. There was moderate mitral annular calcification. There was no ventricular septal hypertrophy reported. Coaxial alignment of the delivery system and valve was reported as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. Per report, the patient's pre-screening CT was of poor quality and no pre tee was performed. The valve was probably somewhat undersized and placed 70:30 a/v.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, the patient¿s pre-screening CT was of poor quality and no pre tee was performed. In addition, the valve may have been undersized and placed 70:30 aortic/ventricular, which may have contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.